Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert was triggered for lead failure predictor on (B)(4)-2011 14:42:02. Oversensing was noted as ten ventricular non sustained tachycardia <=210 ms occurred between (B)(4)-2011 13:55:53 and (B)(4)-2011 15:19:38. Additionally five lfp high rate-ns <= 200 ms average v-cycle occurred between (B)(4)-2011 20:27:52 and (B)(4)-2011 16:13:14. Interference/noise was noted as ventricular short interval count (v-sic) was 190.1 counts avg/day, in 6.11 days, between (B)(4)-2011 14:57:07 and (B)(4)-2011 17:38:39.

Event description:
It was reported that within months of implant, the lead integrity alert was triggered due to noise and oversensing. There was an exploratory surgery to check the connection. The device is still in use. No patient complications have been reported as a result of this event.